Event description:
Sales rep reported on 04nov2024 to trimed, inc. That when the surgeon in (B)(6) was tightening the 2.4mm tpegs into the distal most ulna hole of the volar plate on (B)(6) 2024, the tip of the dvtx-8/110 ao np screwdriver snapped flush in the head of the screw. It was reported that the device was not being used under power, the broken tip was not able to be removed and the surgeon reported the screw was adequately locked and opted to leave implant with screwdriver tip insitu. The surgeon reported no time delay, however, believed there is potential patient impact if the most ulnar screw with broken screwdriver tip requires revision. No pictures or x-rays were provided but the remainder of the device is available to be returned.